Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Furthermore, the replacement touchscreen that was ordered for repair was returned as it was not needed. The issue was ultimately resolved with touchscreen calibration. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer reporting the touchscreen on the v60 ventilator was intermittently unresponsive to touch. The device was reported to be in clinical use and elsewhere reported to not be in use, therefore due to the sporadic nature of the fault, we will consider this event as occurring while in use. There was no report of harm or other patient impact. The user was unable to use the screen for input. The device did not meet specification for intended use and was reported to remain in use with limitations accepted by the customer. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and reported the device screen was intermittently locking. The customer reported touchscreen calibration did not resolve the issue. The case was transferred for onsite support. A philips field service engineer (fse) evaluated the device and was unable to confirm the reported issue. The fault was irreproducible. The fse performed touchscreen calibration and completed performance verification tests, which the device successfully passed. The fse, however, considering the intermittent occurrence of the fault, advised touchscreen replacement. A philips authorized service provider (asp) returned to the site for device evaluation and possible part replacement. The asp successfully calibrated the touchscreen, completed performance checks, and confirmed the device was operated with proper functionality. The asp repeated testing but the device continued to function correctly without issue. The asp considered the device to be operating per specifications and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.